Event description:
The customer reported that the ventilator was constantly alarming during normal ventilation operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer was able to duplicate the reported problem. The service engineer reported prior to arrival, the customer had been swapping parts from another device to troubleshoot the reported unit. Review of the device diagnostic history noted vent inop occurrences due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. During repair, the service engineer replaced the motor controller and power management pcb boards, gas delivery system, power supply and the cable between the data acquisition to motor controller pcb boards to address the findings. Performance verification testing was completed and passed to operating specifications. It is unknown if the customer troubleshooting contributed to the service findings.

Manufacturer narrative:
Gas delivery system.